Manufacturer narrative:
Date of event: date of event was approximated to 12/01/2020 as no event date was reported. (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres. The procedure was completed with another of the same device. No complications were reported and there was no patient injury.